Event description:
"Spective" pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("home pregnancy test was positive") in an adult female patient who had essure (batch no. 940971,58565,a4264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included overweight, vaginal pain, rectal pain, ovarian cyst, nicotine dependence, rheumatoid arthritis, endometriosis and uterine fibroids. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of blood urine present ("blood in urine"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain"). In 2014, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe pain on the right side/right abdominal pain"), dysuria ("pain with urination/ burning with urination"), back pain ("severe back pain"), the second episode of blood urine present ("blood in urine"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problem or changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (attempted/unsuccessful removal via robotic laparoscopy). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, dysuria, back pain, the last episode of blood urine present, vulvovaginal pain, dyspareunia, proctalgia, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, weight increased, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, proctalgia, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of blood urine present and the second episode of blood urine present to be related to essure. The reporter commented: we did have to use two essure devices for the left tube. The one was extracted, we prematurely fired, and it did not stay in the tube. There is a question about a small perforation in the cervix, although I could not find it with the hysteroscopy on (B)(6) 2017: the essure device was unable to be located: the location of plaintiffs essure coils is currently unknown. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2012. In current follow up reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pregnancy test - on an unknown date: positive concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, pelvic pain, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Product indication, explanted date added. Lot number added. New events added as:- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, vagina, bladder or urinary problems or changes, migration of essure device location of device: unknown, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, lower abdominal pain,vaginal discharge, weight gain, vaginal infection, patient does not underwent essure confirmation test, home pregnancy test was positive and device ineffective. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.